Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a large middle cerebral artery (mca) ischemic stroke. The patient was admitted to the intensive care unit (ICU) and given medication. A computed tomography (CT) revealed an occlusion of the middle cerebral arteries, a chronic left frontal infarct, and an evolving large right mca. It was determined that a large left ventricular (lv) thrombus was the source of embolism which caused the stroke. The patient had an lv lead implanted at the time and was a participant in a clinical study. The patient is deceased.

Event description:
It was further reported the event is lv lead related. Additionally, the patient experienced deep vein thrombosis (dvt) - left arm. The patient was noted to have some swelling in the left arm and ultrasound for the arm and venous was performed which confirmed some extensive dvt left upper limb along with superficial thrombophlebitis. It was also reported that the patient had been found lying on the floor with symptoms of left side weakness, unable to move, blood in mouth and groaning with occasional words suffering from ischemic stroke. The patient was hospitalized, intubated and administered anticoagulant medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was determined that since the left ventricular (lv) lead did not contribute to the development of the thrombus. Since the lv lead was in the coronary sinus and not the left ventricle, it was determined that the lv lead was not related to the thrombus or the embolism that caused the stroke. It was further reported that the left upper extremity dvt was caused from a patient injury that was unrelated to the device system.